Event description:
It was reported that the patient had persistent withdrawal symptoms for three weeks. A rotor and dye study were performed which were negative. The device was replaced, the reason stated was "therapy-related." Patient outcome was reported as recovered without sequelae. The drug infused via the pump was dilaudid.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.